Manufacturer narrative:
A review of the device history records was performed and confirmed that the component lots met all material, assembly and performance specifications. A review of the (B)(4) medical (B)(4) 2009 complaint report did not note any adverse trends for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." Visual examination of the returned sample showed a hole/tear in the catheter approximately 0.125" distal to the suture wing on the catheter. The ID and od of the catheter were measured and found to be within specification. The catheter was also checked for occlusions and none were noted. While the exact cause of the damage to the catheter was unable to be determined, its cause does not appear to be mfg related. It is likely that the end user's taping down of the catheter and suture wing (as evidenced by tape residue near the hole) could have pinched the catheter, resulting in a stress tear. Mfg process controls for this device include 100% visual inspections of the catheters for damage or defects, 100% leak testing, and guidewire checks for lumen patency. (B)(4).

Event description:
As reported by distributor in (B)(6), a nurse identified "some micro holes" on a PICC device (B)(6) after it was inserted. The device was removed and replaced by another. There were no complications/injury to the pt. The used device has been returned for eval.